Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space was failed and not detected on the bus. A field service engineer (fse) ran a firmware update, verified the connections and reset the refrigerator and med station to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator storage space was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.